Event description:
The customer alleged that she performed a control test and received a result of 200 mg/dl. A normal control range was not available, but it should have been around 105-145 mg/dl. No adverse events were alleged. The customer no longer had the test strips that gave the high result. No product will be returned.